Manufacturer narrative:
Nk technician discovered that there was a duplicate ip on this nicu07a device. It had the same ip as another bedside nicu23a which currently had a patient on it. The technician checked the mirth connect and saw that although nicu07a was not connected to a patient at the time, it was sending vitals to the emr. The patient data that was being sent on nicu07a was actually a patient connected on nicu023a. The nk technician states that the duplicate ip issue explains why the customer was seeing different hr readings in epic than what was shown on the g9. After changing the ip address on nicu07a, nk technician set up a test patient with a test patientid and confirmed that the simulator hr was successfully sending over to epic. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if any additional information becomes available. Concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: nicu23a, model: nicu23a, sn: ni. Manufacturer references file (B)(4).

Event description:
Biomedical engineer reported that the readings they are getting from a g9 varies from the information they are getting from their epic interface. He states this is happening in their nicu dept and nicu do not use cns's to view or store data but rather through their epic system. The biomedical engineer gives examples of incorrect readings like hr is reading 144 at the bedside but in their epic system for the same patient the hr is 164. No patient event or harm occurred.